Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the efficiency of the cutter was not enough during the procedure event when the cut rate was fixed at 10k, but when the speed was reduced to 7k it worked. The procedure completion and patient impact was not provided.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray with other items. The sample was visually inspected and found to be nonconforming with the probe needle slightly bent, and orange/brownish foreign material on the port face, in the port and on the welded cap. The sample was then functionally tested for actuation, and cut. The sample was found to be nonconforming for actuation, the cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. The inner cutter pulled out of the coupling, no presence of adhesive observed on the inner cutter, the fillet was deemed conforming. Gouge marks observed at the cutting edge and several other locations along the inner cutter. Orange/brownish foreign material observed on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio frequency identification) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The root cause for the actuation, inner cutter detachment, the foreign material and cutting edges gouges observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor of the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure was unable to be confirmed, it appears that the observed actuation failure was due to excessive use of the probe by the user, and an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).